Event description:
It was reported by the aci clinical specialist that a male patient underwent a right and left diagnostic coronary heart catheterization procedure on (B)(6) 2013. Access was obtained via a 6f sheath (unknown model). The patient has a history of pulmonary hypertension, diabetes and dialysis. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site on the left femoral artery. The patient was discharged from the hospital the same day with no clinical sequela noted. It was reported that the following day the patient was bearing down for a bowel movement and he "felt something pop." This resulted in a large hematoma (size unknown) and the patient was rushed to the medical center where a surgical procedure was performed to repair the arteriotomy. It was also reported that the "sealant was not found". The patient was reported as ok. At this time it is unknown if the patient has been discharged from the medical center. No further information is available at this time.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.